Event description:
It was reported to philips that in the middle of the procedure the geometry movements became unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the procedure was delayed 5 mins and completed as planned after the reboot. The philips field service engineer (fse) went onsite and analysed the system logs. The analysis identified internal c-arc box amc drive internal hardware errors. Upon further inspection, it was found that the axis a (ids-image detector subsystem movement) status led was off and no network link lights for cn1 and cn2. The fse replaced amc drive. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.